Manufacturer narrative:
Patient identifier ID (B)(6), white male, (B)(6) years old, and ID (B)(6) female, (B)(6) years old. The ict module had been in use for approximately one month. The technical application specialist reviewed the instrument logs and determined that the ict module was the likely cause of the issue. However, the ict module was not replaced and there have been no further reports of discrepant ict results. As a result, the possibility of sample integrity issues cannot be ruled out. The instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The product monitoring review for clinical chemistry systems was reviewed with the calculated erratic rates below the upper control limit. No systemic issues or adverse trends for the issue associated with this ticket. A search for non-conformances was performed and with no non-conformances or potential non-conformances identified for the part associated with this complaint. A review of the product labeling concluded that the issue is sufficiently addressed. A product deficiency was not identified.

Event description:
The account generated false depressed sodium results when processed on architect c4000 analyzer on two patients. Sid (B)(4) generated 120mmol/l that repeated 141 mmol/l. Sid (B)(4) generated 113mmol/l that repeated 138mmol/l. No impact to patient management was reported.